Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation: the reported device returned for evaluation, still within the sealed pouch. Inspection found the check-flo was separated from the device. The flare was confirmed with a go no/go gage to be with in specification. Inspection of the package showed the clear film is stretched and there are impressions of the check flo cap in the film. The tyvek is also severely wrinkled as though the packing was tamper with caused the check flo to become separated from the sheath. The adaptor separation from the sheath is possibly indicative of rough handling of the device prior to usage. A review of the device history record, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident.

Event description:
It was reported, the valve was disconnected from the sheath while still sterile inside the package. No additional information has been received at this time.